Manufacturer narrative:
The customer has opted to not return the unit at this time. If additional information is made available, a follow-up report will be submitted.

Event description:
Nellcor puritan bennett received a report from a respiratory care that the unit did not provide an audio tone following the speaker upggrade. There was no patient harm reported.